Event description:
.

Manufacturer narrative:
Integra lifesciences corp is filing on behalf of the initial distributor j. Jamner surgical instruments. Correspondence should be sent to: integra lifesciences corp; (B)(4). Attn: corporate complaint coordinator. The MFR has been notified of the reported complaint.